Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The review revealed no rework was conducted and no concessions/deviations related to the issue were identified. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. A visual inspection of the device revealed no apparent defects. After further investigation it was found that the reported fault could be attributed to a failed cell in the returned pad-pak. One of the cells in the returned pad-pak was measured and found to have failed. As the device current drain was verified during the investigation, and due to only one cell being depleted, this would indicate the depletion of the returned pad-pak was due to a single failed cell. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.

Event description:
Red status indicator and beep in standby mode following insertion of new pad-pak. Device states to check battery level when turned on. No patient involvement.

Event description:
Red status indicator and beep in standby mode following insertion of new pad-pak. Device states to check battery level when turned on. No patient involvement.